Event description:
The ge oec 9800 fluoroscopy sys was reported to lock up.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the sys interconnect was not being inserted or connected properly. No sys failure. User error. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.